Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Event description:
During troubleshooting of a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that there were big air bubbles in the patient line. The technical service representative (tsr) assisted the hp with ending the therapy, getting the set out and advising to contact the nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint for the low drain volume alarm was confirmed due to the determined cause of air in line. The source of the air was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.